Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was appropriately shocked, but did not convert and therapy was exhausted. Subsequent atp therapy was delivered and further accelerated the ventricular rate. Several shocks were then delivered, however, were unsuccessful in converting the rhythm and tachycardia therapy was exhausted. Technical services (ts) discussed the ICD did convert during defibrillation threshold (dft) testing at implant, and is detecting and treating as programmed, but not converting. Ts suggested clinician may need to intervene in a non-device way to slow conduction, such as medication. No adverse patient effects were reported. The device remains in service.